Event description:
On (B)(6) 2011, pt was admitted as a resident of a foster care facility, owned and operated by (B)(6) services. Upon her admission to the foster care facility, a hospital bed was delivered to the facility by (B)(4) equipment. The bed delivered by (B)(4) included metal side rails and an alternating air pressure therapeutic mattress. On the evening of (B)(6) 2011, patient was found by a staff member of (B)(6) with her body positioned almost entirely out of the bed and her neck caught between the mattress and the side rail. The staff member who discovered patient checked for a radial pulse and found none. The staff member then contacted the owner of (B)(6) to notify her of the death. The (B)(6) police dept was called to investigate the death. An autopsy was performed by the (B)(6) county medical examiner¿s office, which concluded that pt died from accidental position/compression asphyxia.